Manufacturer narrative:
Age or dob, weight, ethnicity: information unknown not provided. If explanted, give date: device remains implanted, therefore no explant date available. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the intraocular lens (iol) a short fiber was identified in the anterior chamber. The fiber was aspirated out during removal of ovd (healon gv pro). It was reported that there was no effect on the patient and no need for extra visits at this point. The patient's daily activities were not significantly affected by this issue and the patient has fully recovered. The product is not available for investigation. Additionally, it was noted that the fiber is not available, it was aspirated out of the eye and discarded. No further information was provided.